Event description:
It was reported that the system 9800 would not save images when commanded from the generator. Commands from the handswitch and the workstation would save images. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the control panel processor and the control panel input output circuit boards were defective and were replaced. All software nodes were reloaded. The system was tested and found to be working as intended and placed back into service.